Manufacturer narrative:
We received the following information regarding this complaint the measurements were under and no patient was injured. This is a follow up report for this additional information. Additional information received that the measurement was under measurement and the opn 23 applies. This is a follow up report for this additional information. Correcting this event from reportable to non-reportable as additional information received that the measurement was under measurement and the opn 23 applies. This is a follow up report for this corrected information.

Event description:
In this event it is reported that a propex pixi eur giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
While there is no indication that a serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.